Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on avalon fm30 fetal monitor the pulsioximetry alarm does not go off. If unknown if the device was in use at time of event, no adverse event was reported.

Event description:
The customer reported that on avalon fm30 fetal monitor the pulsioximetry alarm does not go off. If unknown if the device was in use at time of event, no adverse event was reported.